Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a left ventricular assist device (lvad). It was reported that the s-ICD system was oversensing the lvad signals as noise in both the primary and secondary vectors. Testing was performed and when the physician attempted to capture electrograms in all vectors, the s-ICD was marking the signals from the lvad as treatable beats. Once the s-ICD changed to the alternate vector, all sensing was appropriate. The patient was in normal sinus rhythm when this occurred. It was reported that the patient experienced adverse effects; however, the details were not provided.

Manufacturer narrative:
The s-ICD is not expected to be explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that interactions between the s-ICD and lvad continued to occur. The alternate vector could no longer be used as a sensing vector as the patient's r-wave amplitudes had significantly decreased. Attempts to reprogram the s-ICD's sensing vector to either the primary or secondary vector was unsuccessful as the lvad signals were causing undersensing of the patient's intrinsic r-waves. As a result, the s-ICD was deactivated and a transvenous system was implanted. No adverse patient effects were reported.

Event description:
Additional information was received from the field representative that the patient did not experience any adverse effects related to this event. The report of adverse effects was made in error.